Manufacturer narrative:
Device evaluation: base on the device analysis the final assessment is: a sharp pattern on radius of broken device assessed as an unidentified (tear) opening. Missing shell assessed as inconclusive. Additional, changed, and/or corrected data: b.5, d.6b, d.9, h.3, h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture. Device remains implanted.